Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a fracture. It was noted that prior to the explant procedure, there were pacing impedance spikes greater than 3000 ohms, which was out of range. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. There was poor sensing and loss of capture (loc) at maximum output. A new ra lead was successfully placed. This product has been received by boston scientific for further investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a fracture. It was noted that prior to the explant procedure, there were pacing impedance spikes greater than 3000 ohms, which was out of range. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. There was poor sensing and loss of capture (loc) at maximum output. A new ra lead was successfully placed. This product has been received by boston scientific for further investigation. No additional adverse patient effects were reported.